Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise on near field caused device to shock patient. Lead remains implanted at time of call. Patient to be sent to ER.